Event description:
This actually happened to several days and attempts. I tried wearing hubble contacts and every time I put them in, they hurt my eye. I thought it was just that my eyes needed to get used to them. They're dailies, but I tried 12 in one eye one day and they all hurt. I'm a nurse and fairly observant because I have to be objective in my profession. The contacts are not uniform in thickness. They vary, and I can tell because some of them were so thin they were collapsing themselves before I even put them in my eye. Then one day I held one on my finger as I was driving. I wanted to put it in at the next stoplight. What I noticed was that after a min, the contact started to shrivel. After another few mins, it dried out so much that it was fairly hard. So I put 2 and 2 together. I realized that they do not hold moisture well and the moisture wicks out of them, even when in your eye. I tested several and left them in my eye and they were hurting my eye each and every time. And each of the contacts I took out had shriveled slightly creating a fold in the contact that pokes at your eye. Please test this to ensure it's not happening to other people. A contact lens product should not be drying out while in a consumer's eye, causing the contact to poke at the eye. Also I checked, and during my trials, I had used contacts from 3 different lots. So I feel this is a widespread issue and because the contact is inconsistent and the integrity of the contact is too easily compromised, I believe it should not be sold to consumers, and because it may potentially scratch someone's cornea, or perhaps something worse. I feel this should immediately be looked into. I don't know if contacts are approved by the FDA, but I have no idea how the original samples could have passed testing if FDA approval is required. Thank you.